Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2009 and mesh was implanted concurrently with tvh, mccall culdoplasty, anterior and posterior colporrhaphy, cystoscopy and placement of suprapubic catheter due to uterine and vaginal prolapse, and sui with urethral hypermobility. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and bleeding. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2009 and mesh was implanted concurrently with hysterectomy and anterior and posterior repair. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.